Event description:
It was reported that bd anesthesia tray continuous epidural broke at connection. The following information was provided by the initial reporter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 401386 and lot number 4331507. The review did not reveal any detected abnormalities during the assembly process that could have contributed to the reported defect. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, it is not possible to confirm that the rupture of the epidural catheter was due to the tray assembly process. The epidural catheter in anesthesia tray is sourced from an external supplier. If the catheter was already ruptured before puncture, the product would not have been used. It is most likely that this defect resulted from the handling of the product during use. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.